Event description:
The lead was implanted on (B)(6) 1995 and capped on (B)(6) 2012. Lead impedance warning in 2009 of 224 bipolar so lead switched to unipolar. Bipolar impedance through psa 150. Less than 200 ohms, insulation issue. Lead warning in 2009 for 224 lead impedance, lead switched to unipolar. The procedure took place at (B)(6) hospital of (B)(6). The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).